Event description:
It was reported that the device was in use with home care patient for infusion of remodulin for treatment of pulmonary arterial hypertension. The reporter stated the device alarmed and gave the displayed message of "error 1870". The reporter stated the patient's father replaced the pump with patient's back up pump and re-started the infusion. No adverse effects to patient reported.

Manufacturer narrative:
One cadd-legacy 1 ambulatory infusion pump was returned for analysis. The device was received in good condition with the battery door missing. The reported problem was able to be duplicated. It was not possible to run the pump the pump would error out. The pump was opened and motor current tested normal. The optical switch was replaced.